Manufacturer narrative:
The account did not know the cause of the brake caster issue. The account replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that when the brake is set the brake casters will not roll but still rotated around. No pt injury reported.